Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope presented black static image and white residue in the air water channel on both sides. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the bad plug unit led to the malfunction of black static image, cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of residue in the air water channel, cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.